Manufacturer narrative:
Our product evaluation laboratory received one model 151f7 swan-ganz catheter with monoject limited volume syringe. The thermistor was submerged in a 36.9°c water bath, as monitored by a temperature probe, and read 37.0°c on the vigilance ii monitor. The thermistor temperature reading was within specified accuracy. The thermistor circuit was continuous with no open or intermittent conditions. Using the returned syringe, the balloon inflated clear and concentric and remained inflated for 5 timed minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The report of cardiac output issue was not confirmed, as the device responded appropriately during functional testing. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the swan-ganz catheter provided a co (cardiac output) value nearly double the normal range (4-8 l/min). There was no error message displayed. Replacing the device for another one solved the issue. There was no allegation of patient injury and the patient was not treated according to the incorrect values shown. Patient demographics were requested and not available.